Event description:
It was reported that during a total hip replacement procedure, the blade broke at the mount. It was also reported that there were no adverse consequences to the pt.

Manufacturer narrative:
The blade subject to this MDR was returned for eval. The returned blade was measured where possible and all critical specifications were met. Upon visual examination, it was confirmed that the blade was broken on the mount. Investigation results indicate that the breakage was most likely caused by excessive force and prying. Lot number info has not been provided to permit further investigation.